Event description:
It was reported that t: slim x2 pump battery did not charge, and caller noted visible damage to charging cable with wires exposed while using non-tandem cable. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of tandem wall adapter with working wall outlet but had not tried extended charging, and technical support arranged replacement charging cable for customer.